Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the experienced terrible pain during first week, eye is sore most days. The patient¿s mid and close vision was blurred all of the time. The surgeon said it was dry eye. The patient used systane daily however no relief from pain and soreness. Additional information received and stated that, the patient had severe pain, irritation, and slight weeping or tearing. The patient again stated that he had sore every day, in the lower right corner of the right eye, is very sore daily and my eye is glossy or filmy. The physician. The surgeon had told repeatedly that this is dry eye. The surgeon did an irritation test on both eyes and my right eye, he conceded, showed inflammation. The surgeon told me to use rx prednisolone 1%.